Manufacturer narrative:
As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.

Event description:
Boston scientific received information that this programmer would not boot up and an electrical smell near the back was noted. The programmer remains in service. There was no patient involvement reported.